Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 21 mg/dl; cause was unknown. Paramedics administered glucagon to treat bg level. Additionally, the customer consumed food to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: an alert 48 (cgm no readings alert) enunciated at 12:17:27 pm on 10/31/2019 indicating a temporary sensor failure ¿---" for more than 20 minutes. This issue resulted in no cgm readings again until 11/5/2019. Therefore, no cgm readings were observed on 11/1/2019. The lowest bg entered into the pump by the user on 11/1/2019 was 90 mg/dl. Therefore, the complaint cannot be confirmed. A tubing fill of size 18.6 units was observed on 11/1/2019 at 4:39:50 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 10/31/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Allowing the cgm sensor session to be in a ¿---" state prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.